Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg was returned with several tool marks on the silicone cover of the antenna. Antenna also has a puncture about an inch below the ipg header. Ipg has a green contaminate at the connection point of the antenna wires and it appears there is also fluid intrusion. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received implantation of an scs system on (B)(6) 2007. It was reported that the pt was unable to recharge his ipg about 17 months after the procedure. Before then he was recharging about once or twice a month. Attempts at recharging using a new charger were not successful. Impedance testing was performed but did not show any problems. The physician explanted and replaced the ipg (B)(6) 2009. The explanted ipg was returned to ans for analysis. Follow up on the pt found no further issues have been reported since the replacement.